Manufacturer narrative:
The insert was inspected with no abnormal conditions found. The insert was tested for temperature and a reading of 90.7 degrees was recorded at its hottest location. The insert was tested using a g-136 unit at 35cc of water flow, the test unit # was (B)(4), thermometer ID # (B)(4)cal date 11104115 - cal due 11130116). In conclusion the complaint for the insert getting hot could not be duplicated and the insert could not be failed for the temperature due to needing a 118.4°f to warrant a failure.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron 30k softip implant insert, the insert was getting hot; no injury resulted.